Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was evaluated in the hospital due to an episode of atrial fibrillation (af). The physician decided to perform a manual shock but was unsuccessful. Upon device interrogation, a code 1004 indicative of a short circuit condition, was displayed. Therapy was delivered with an external defibrillator. After this, this device displayed a code 1006, indicative of high voltage detected on lead during charge. Further device interrogation was performed the following day and the battery of this device was found to be at end of life (eol). A device changeout procedure was scheduled and this device and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported. It is expected to receive these products for analysis.